Manufacturer narrative:
(B)(4). The insulin pump was returned for insulin pump error alarms found on (B)(6), 2022. Insulin pump¿s history and trace files downloaded successfully using thump software. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No insulin pump error alarms noted during testing. However, insulin pump error confirmed in the insulin pump history/trace files on august 02, 2022 at 13:00:10.000. During visual inspection, no loose or disconnected motor flex connector noted on j5 at electrical board 1. ¿insulin pump was cut open to perform visual inspection and found¿corrosion damage¿on the motor. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case on the battery tube side. Insulin pump error alarms confirmed in the insulin pump history files on august 02, 2022 at 13:00:10.000 due to corroded motor home switch. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to rewind the insulin pump. Self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.